Manufacturer narrative:
No product was returned by the customer. As a result, a complaint investigation / product evaluation cannot be performed. Based on the customer stated problem description, it can be determined that the customer was trying to use an uncharacterized / unapproved syringe (neomed 100 ml syringe).complaint investigation.

Event description:
Reported complaint on syringe pump. Biomed concerned that while using medfusion 3500 pumps, v. 6 with neomed 100 ml syringes, they get a check syringe clamp alarm while programming and sometimes during use. This problem never occurs with bd syringes, just using the neomed library. Also when they have sent pumps in for investigation at smiths medical, they are checked using the standard default configuration settings and are unable to duplicate the problem. They would like to have the pumps checked using the neomed syringes and library. 1) failing accuracy test intermittently (every 3rd/4th time running same device the accuracy test is out of range.) 2) 100 ml neomed syringe not recognized by pump (check syringe clamp error).